Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer worked with technical support, who instructed them on several procedures to troubleshoot the occlusion alarm, including disconnecting tubing and delivering boluses after reconnecting components. The customer was advised to replace the supplies as needed and continue with their insulin therapy.